Manufacturer narrative:
Investigation of the reported event is in process. The components are being returned for evaluation. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported that during a patient procedure, the suction pump and pc panel to their trufreeze console temporarily stopped working, resulting in a short procedure delay. The procedure was completed successfully. No report of injury.